Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the first clip fell out then the jaws jammed together and were unable to be reopened. The problem was noted before the surgeon used this applicator. It was replaced with another unit. There were no adverse consequences for the patient.